Manufacturer narrative:
Date of event estimated. The results of the investigation are inconclusive since the leads were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported that during a trial implant the physician was unable to implant lead due to patient's anatomy and spinal fluid drainage. There was no harm to the patient. Surgical intervention may take place at a future date to address the issue,